Event description:
It was reported that during an interventional procedure to the slightly tortuous right internal carotid artery with a type I arch, a 7.2 nav6 and a 10 x 6 x 30 mm xact stent were deployed without incident. The nav6 was removed without difficulty without much debris noted within. During the procedure, dopamine was given for hypotension. Tachycardia was noted and a medication was given to decrease the rate. Due to the patient's complaint of back pain during the procedure, fentanyl was given at the end of the procedure. Shortly after this, the patient began to flail her arms and exhibit expressive aphasia. Tpa was administered for the transient ischemic attack. A CT scan failed to reveal any intracranial bleed. The patient's neurological deficits and agitation resolved 6 hours post-procedure so the physician felt the symptoms were due more to the medications than the devices. The patient was discharged in stable condition two days post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of hypotension, pain and transient ischemic attack are listed in the xact stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.